Manufacturer narrative:
Two mis cannulated polyaxial screws [product codes: 1867-15-035 and 1867-15-045] were returned to the complaints handling unit (chu) for evaluation. Visual inspection of the two mis cannulated polyaxial screws have confirmed the reported compliant. The saddles (inner caps) for both screws were dislodged and were seated slightly higher than their intended position. The hexalobe features for both screws were damaged. Also it was noted that for product code: 1867-15-035, a small section of the leading threads on one side of the tulip head was pushed downwards. A set screw and an expedium 5.5 rod were inserted inside the mis polyaxial screws¿ heads to determine if the saddles would hinder the set screw from advancing inside the tulip head as well as the rod placement. No abnormalities or difficulties were noted. Engineer was able to thread the set screws inside the screw head with no issues. It was also observed that the rod was not hindered by the saddles. The saddles were pushed back into the screw shank by the rods, and securely tighten. As such, even though the saddles were seated slightly higher than their intended location, both mis polyaxial screws still functions as intended. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the screws¿ saddles (inner caps) becoming dislodged and seating higher than its intended location cannot be positively determined. However, a probable root cause may likely be due to unanticipated force been exerted onto the saddles, possibly during insertion, resulting in the saddles¿ dislodgment. The damages noted on the tulip head of product code: 1867-15-035 could have been from attempting to advance the set screw further into the tulip head, as detailed in the event description, when difficulties were noted. The damages noted on the hexalobe feature could have been a result of inserting and/ or removing the screws via a screwdriver. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015, l2-l5 instrumentation using viper2 was done for the patient with lscs. During surgery, set screws could not be inserted at the left l4 and l5 even by use of an approximator. Although he squeezed the caps deeper into the screw heads and tried to proceed with set screw insertion, he concerned about damage on the screws and eventually replaced them with new ones. While removing the screws, the driver could not be inserted because of the misaligned caps and the tip of the driver got broken. After the surgeon removed the screws, it was found that the caps inside the screw heads had migrated upward and got stuck. Since the broken tip could not be found, there is a possibility that it remains in the patient¿s body. Due to the incident, the procedure was extended for 15 minutes.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.